Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer gave himself a shot and was able to bring it down quickly. The customer continued to monitor blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was at the doctor's office when he had low blood glucose and went into seizure as well. The clinic staff gave him glucagon shot and called emergency medical and he was not accepted o the hospital. The customer was offered to transfer to helpline but he declined.